Manufacturer narrative:
The received device had the cannula assembly fully deployed. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 208 pulses. The needle mechanism was reset and fired properly during the investigation. No damages or defects were observed on the needle mechanism components that would result in a needle mechanism failure.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.